Event description:
It was reported that the device was explanted and replaced due to premature depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing found the battery at eol (end of life) level. Further analysis found a capacitor leaking excess current, which caused the battery to deplete ahead of projected longevity. The reported field experience was confirmed.